Event description:
It was reported that one clip from the ca040 clip applier didn't stay after placement and the second clip cut the vessel while clipping. No further info could be obtained regarding this incident. No pt injury or complication was reported.

Event description:
It was reported that one clip from the ca040 clip applier didn't stay after placement and the second clip cut the vessel while clipping. No further information could be obtained regarding this incident. No patient injury or complication was reported.